Event description:
Patient called lfs alleging that their sure step enhanced meter was reading inaccurately high. Patient did not have any symptoms during the time of concern. Patient reported obtaining readings in the "300's" on their meter and a "179 mg/dl" on a healthcare professional meter and a "129 mg/dl" on a friend's meter. Readings were greater than 30 minutes apart, therefore invalid comparison. There was no evidence of treatment administered by a health care professional. No actions were taken following the tests. The customer service representative discovered that the patient had not been cleaning the meter according the owner's booklet. The patient stated the strips have green confirmation dot. Patient did not have control solution to perform a quality control test. Based on the information supplied by the patient, this case is reported as a strip malfunction. Patient test strips and control solutions were replaced.